Event description:
Complaint received concerning leakage incident with use of one mc33382 15" microclave ext. Set w/0.2 micron filter. It was initially reported mc33382 sets ".. Filter leaked on day four of a continuous infusion of doxorubicin, vincristine and etoposide. Parents of patient reported that the tubing felt "wet". ". The mc33382 device was removed, replaced and discarded. Follow up information received reported ".. No harm occurred to patients, family members, or clinicians. This was a verbally reported event. The rn could not remember which patient was specifically involved, as the event had happened weeks before, and a qsrs (internal hospital incident report) was not completed."

Manufacturer narrative:
Conclusion: the involved mc33382 device was not returned for analysis and confirmation. The exact cause(s) of the reported event are unknown at this time.